Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #8, its non-osseointegration was observed. 20ncm of primary stability was achieved, the patient presented insufficient bone quantity/quality (bone type iii), bone graft was executed and fenestration occurred during surgery.